Event description:
The customer reported that the device failed to charge.

Manufacturer narrative:
The customer reported that the device failed to charge. The customer stated that the issue was resolved by replacing the control pca.